Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophageal during a banding procedure performed on(B)(6), 2021. During the procedure, the "wire was not moving smoothly " and the band failed to release. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. ***additional information received on (B)(6) 2021*** it was reported that there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Block h6: medical device problem code a050501 for the reportable issue of bands failed to deployed. Conclusion code d17 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. Block h11: correction: block h8 (usage of device) additional information: block b5 (describe event or problem)

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophageal during a banding procedure performed on (B)(6) 2021. During the procedure, the "wire was not moving smoothly " and the band failed to release. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.